Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "incident was observed on (B)(6) 2023. Peel away is dysfunctional". The issue was identified during use on patient. There was no reported patient harm.

Event description:
It was reported that: "incident was observed on 10 may 2023. Peel away is dysfunctional". The issue was identified during ues on patient. There was no reported patient harm.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage. Precaution: do not withdraw dilator until sheath is well within vessel to reduce risk of damage to sheath tip." A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.